Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal lioresal 1750 mcg/ml at 304.9 mcg/day via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2021 during normal use. The patient reported hearing an alarm to the hcp. The hcp¿s office reached out to the rep to ask why the pump might be alarming. The rep contacted the patient at the request of the hcp¿s office and they said their refill was scheduled for (B)(6) 2021, but alarm was going off ¿more often than hourly¿. With the hcp¿s permission, the rep met the patient at their assisted living facility under the care of staff nurse to shut off the alarm. Upon interrogation the logs noted that low reservoir occurred on (B)(6) 2021 and empty on (B)(6) 2021. It was noted the patient felt ¿in a fog and some spasticity¿ but attributed it to covid booster shot. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp was notified that the pump was empty, and they prescribed oral baclofen to bridge the patient until it could be filled or replaced. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. It was noted surgical intervention did not occur and was not planned. The patient's weight and medical history were asked and unknown. Additional information was received from the rep on (B)(6) 2021 indicated the patient was scheduled to have pump replaced on (B)(6) 2021 as a result of this incident. The cause of the empty pump was not refilling it on time. The patient¿s reported symptoms were possibly a cause; however they could not say for certain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 additional information was received from the patient. The patient reported that the hcp "miscalculated the refill date" and their pump went empty "quite some time ago" and they became symptomatic. The patient stated that the pump was interrogated on (B)(6) 2021 and it was determined that the pump was empty. The patient reported hearing an alarm 1 1/2 - 2 days before that and it sounded like a british police care. The patient stated that had not heard any alarms before that and they did not hear the critical alarm sound at regular 10 minute intervals. The patient stated, "I can tell you definitively that it was not sounding that frequently". The patient's scheduled refill date was the date of this call. The patient stated that, "I want to discount the pump, that's what I'm trying to do." The patient mentioned they were on oral baclofen and it was "not doing the job". The patient reported they were currently bedridden where before they were ambulatory with a walker. The issue was not resolved through troubleshooting. The patient's relevant medical history included multiple sclerosis. The caller also mentioned that another hcp took them off tizanidine and they became symptomatic. The patient stated that they had been taking 50 mg bid plus 10 mg at bedtime. On 2021-sep-30, additional information was received from the manufacturer representative (rep). They reported the patient decided n ot to have the pump replaced as they did not want to undergo surgery withtheir managing physician. The patient left the practice. Pump remained implanted with no drug. There were no plans to do anything further with the pump at the current time.